Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.the other perclose proglide filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery (rcfa) was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, after deploying the needle plunger and the needles, there was difficulty harvesting the suture limbs from the body of the two proglide devices. The suture limbs were able to be freed, cut and removed from the patient anatomy. There was no resistance advancing or removing the proglide devices. The aaa procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.